Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm, line number 6832 and file ID 603. Unable to determine the root cause per r&d. (B)(4).

Event description:
The customer reported via phone that the insulin pump had pump error alarm. Customer¿s blood glucose was 143 mg/dl at the time of incident. Customer stated that the insulin pump had insulin flow block alarm. Customer was able to clear the alarm. Customer is able to complete pump rewind. Customer stated that the insulin pump passed self test and displacement test. The insulin pump will be returned for analysis.